Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during a transfer onto an xray table using the maxi move passive lift a carer was trying to manipulate the patient into the correct position. This created an instability of the lift and it tipped over, the castor of the lift landed on the caregiver's foot causing a fractured toe and bruising to the right foot. When reviewing similar reportable events, we have found a number of cases with similar fault description (lift device tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (maxi move) and the sling were being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The device was inspected by the arjohuntleigh representative after the event and no malfunctions were found that could have caused or contributed to the event. The device was found to have been to specification from a functional perspective when the event took place. Our lift devices fulfill the applicable standards' requirements of being stable with the safe working load weight in the most adverse position. Their certification allows us to view the device's stability as being correct and inherent to the design of the device, and therefore the device's inherent stability -when in correct condition at the time of use- will not be considered as any potential contributing factor to the event. Based on the event description and all information received and evaluated, user error cannot be ruled out. There were no malfunctions found that could have an impact on the lift stability itself. From the customer description it is clear that the off-label use of the device was considered to be a contributing factor. Instead of situate the patient in sling over the bed using spreader bar handle of the lift and then handset, positioning of the patient was performed by pulling the person in sling in desired position, this has led to instability of the device by changing the center of gravity. When the person in the sling is vehemently pulled into the desired position over a bed, it is possible that the lift will topple over in the direction that is pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. Please note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Therefore, arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On 14 jul 2015 the following was reported to arjohuntleigh: on (B)(6) 2015 during the patient's transfer on to an x-ray table using maxi move passive lift the carer was trying to manipulate the patient into the correct position. It was indicated by the facility that the left brake castor of the lift landed on the caregiver's foot causing fractured toe and bruising to right foot. The patient was not affected but the caregiver was then hospitalized.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation. (B)(4).